Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was ordered for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had an error that possibly results in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
No information was received that their was no loss of mechanical ventilation. The initial report was not reportable. No information was received that their was no loss of mechanical ventilation. The initial report was not reportable.